Event description:
The following was published in international heart journal association- left atrial reverse remodeling following the modified box isolation with centerline in patients with persistent atrial fibrillation by yosuke miwa,1 md, et al: major complications requiring pericardiocentesis were observed in two patients: cerebral embolism and cardiac tamponade. The patient with cerebral embolism did not receive catheter intervention because of the thromboembolism of the distal middle cerebral artery, underwent a 2-month rehabilitation, and recovered without subsequent disability. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.